Manufacturer narrative:
A review of complaint history for the associated lot was conducted and no other complaints related to this failure mode were identified. A review of the certificate of conformance (coc) for the lot was performed, confirming that (B)(4) units were manufactured, tested, and released in accordance with applicable specifications. The affected administration sets have not yet been returned. The investigation is ongoing to determine the cause of the reported tubing issue. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that the tubing will not infuse when hooked to the pump and the patient. In certain cases, the pumps would not alert the nurses to the fact that the fluid was not even being infused into the patient. In one situation, a patient sat there for 20 minutes and no fluid was infused. The nurses tried different pumps when this issue arose, but that didn't work. They eventually had to get new tubing to finish the infusion. They also said that this case of tubing seems to hold more bubbles than usual. The tubing is product number bx-70071-d with lot and expiration number 2510089 and 10/12/2028.

Manufacturer narrative:
The tubing was not returned for evaluation. Therefore, the complaint could not be confirmed, and the probable cause remains unknown. Reference to complaint # (B)(4).

Event description:
One of my nurses alerted me on friday to ongoing problems they have been having with a case of pump tubing we received from ims. Apparently, the tubing will not infuse when hooked to the pump and the patient. In certain cases, the pumps would not alert the nurses to the fact that the fluid was not even being infused into the patient. In one situation, a patient sat there for 20 minutes and no fluid was infused. My nurses tried different pumps when this issue arose, but that didn't work. They eventually had to get new tubing to finish the infusion. They also said that this case of tubing seems to hold more bubbles than usual. The tubing is product number bx-70071-d with lot and expiration number 2510089 and 10/12/2028. We have had at least 10 sets of tubing that have had these problems.